Event description:
Dexcom g6 reading 100 for awhile. Didn't notice there was a signal loss for 30 minutes. Data all backlogged, dexcom g6 reading 96 mg/dl. Had already been taking action because I had felt low. Finger stick reading 61 mg/dl. Probably had been much lower. Dexcom g6 reading off greater than 20% mard, dangerous low, not registering actual blood glucose, thankfully I felt this low, unfortunately not until I was under 60 mg/dl and thankfully I started mitigating my low while dexcom was reading 100 mg/dl, signal loss, then 95 mg/dl, while the whole time my blood glucose was plummeting and I didn't double-check and validate with a finger stick until 61 mg/dl.